Manufacturer narrative:
B3: date of event - aware date of 05feb2024 used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). After an unreported period of time, transesophageal echocardiogram (tee) revealed the closure device had shifted from the original implant position. The patient will under-go additional follow-up examinations to monitor the shifted closure device.